Event description:
The complainant reported to boston scientific (bsc) on december 21, 2006, that a patient (age & gender unk) underwent a colonoscopy procedure. The radial jaw 3 biopsy forceps was utilized within the colon. During the procedure one of the "jaws detached inside the patient." The physician was not able to retrieve the jaw. The procedure was completed with a 2nd radial jaw 3. The patient did not sustain any complications or ill effect as a result of this issue.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.